Manufacturer narrative:
Expiration date - unknown due to lot number being unknown. UDI - unknown due to lot number being unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to lot number being unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files.

Event description:
The user facility reported that the angio-seal locator/insertion sheath assembly was attempted to be inserted into the artery, however the assembly was not inserted due to resistance. The tip of the locator was observed to be kinked. Manual compression was then applied to successfully achieve hemostasis. The estimated blood loss was less than 250 cc. The procedure before deploying the device was pci (percutaneous coronary intervention). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was proximal to the inguinal ligament of the left common femoral artery. The vessel diameter was 7 mm. There was no health damage to the patient. There were no other devices or equipment used with the angio-seal evolution device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.